Event description:
It was reported that the insertion device ejected the infusion set unintentionally on two occasions while the safety was on. No adverse event was reported. The insertion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.